Manufacturer narrative:
An event regarding an alleged revision surgery involving a secur-fit ha psl cup/clus was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had a right hip revision.

Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown screws. Cat # unk, lot # unk, description: unknown head. Cat # unk, lot # unk, description: unknown liner. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient had a right hip revision.